Event description:
It was reported to boston scientific corporation that an advanix biliary stent and naviflex rx delivery system was used in the common bile duct to treat stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2024. The patient's anatomy was not too tight. During the procedure, the stent was difficult to deploy, so kocher forceps were used, which allowed the stent to be released but caused a piece of the guide catheter to break off. Eventually, the stent was correctly placed, and the piece of the guide catheter was removed using foreign body forceps. The stent remains implanted inside the patient. There were no patient complication reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Imdrf impact code f2301 captures the additional device used to remove the broken guide catheter.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Imdrf impact code f2301 captures the additional device used to remove the broken guide catheter. Block h11: an advanix biliary rx preloaded stent was received for analysis. Upon visual inspection, it was observed that the guide catheter was detached, the pullwire was kinked and bent, the push catheter was bent, and the suture hole on the push catheter was torn. No other damage was noted on the device. Product analysis confirmed the reported event of a detached guide catheter. The investigation determined that the reported event and the observed damage were most likely the result of excessive force applied to device during deployment. Contributing factors may include the physician's technique and/or procedural tortuosity, which may have limited the device's performance and led to the observed failures. Taking all available information into consideration, the investigation concluded that the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent and naviflex rx delivery system was used in the common bile duct to treat stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. The patient's anatomy was not too tight. During the procedure, the stent was difficult to deploy, so kocher forceps were used, which allowed the stent to be released but caused a piece of the guide catheter to break off. Eventually, the stent was correctly placed, and the piece of the guide catheter was removed using foreign body forceps. The stent remains implanted inside the patient. There were no patient complication reported as a result of the event.